Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch verio flex meter continued to display the apply sample icon after a blood sample had been applied. The complaint was classified based on the customer care agent (cca) documentation, since the patient could not be contacted for further information. The patient indicated that the alleged meter issue began 2 days prior to contacting lfs. The patient is on insulin pump therapy. It was not reported if the patient made any changes to his usual diabetes management as a result of the alleged issue. The patient reported that he had been obtaining high readings with his continuous glucose monitor (cgm) for the past 18 hours, including a reading of ¿500 mg/dl¿. He stated that he had wanted to check and confirm his cgm glucose readings by testing with the subject meter, but the meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The patient reported ¿soreness in the fingers¿ due to the constant puncturing. There was no report of medical treatment received. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca confirmed the correct strips were being used and that the test strip completely drew in the sample. The cca walked the patient through a retest however the alleged issue remained unresolved. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a sign suggestive of a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.